Manufacturer narrative:
Age at time of the event, corrected data: initial report inadvertently listed wrong age event date, corrected data: initial report inadvertently listed wrong event date.

Event description:
Additional information was received that product analysis had been completed on the generator. Product analysis did not find any surface anomalies with the generator besides typical markings and discoloration seen with implant/explant. The pcba was taken out and visual analysis did identify contaminates on the trimmed edge. The generator was found in a pulse disabled condition likely due to it being left on after explant. After the pulse disabled status was reset, the device was able to be interrogated and system diagnostics were performed. All results were normal. The generator performed according to specification in the final configuration r-wave test. The output signal was also monitored for 24 hours in a simulated body environment and no variation in output was seen. The pcba was subject to a post-burn test and failed. The contaminates were cleaned and the post-burn test passed. Based on these results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. No other anomalies were seen. No additional relevant information has been obtained to date.

Event description:
Further information was received that the patient reported having an increase in seizures when following up with the surgeon regarding a battery replacement. The neurologist reported that about two months prior to this report, the generator was interrogated and found to be at a pulse disabled condition. He reportedly believed the increase in seizures, which he reported was above pre-vns levels, was related to this battery depletion. The generator was replaced but it has not been returned to the manufacturer to date. Prior to replacement, the generator was interrogated and found to be on and had not reached complete battery depletion as it was reported by the physician. The impedance value was also observed and found to be within normal limits. No additional relevant information has been received.

Event description:
Report received that a patient's generator reached the 25% battery remaining indicator after it had only been implanted for about two years. It was reported that it likely depleted prematurely. Data from the generator was also received and analyzed. The data showed that the battery had reached the 25% indicator based on the measured battery voltage. However, based on the estimated charge consumed, the battery was expected to be at the 75% indicator. This confirmed that the battery had depleted too quickly and reached the 25% battery indicator prematurely. A review of the device history record showed the generator had been laser routed and sent out for distribution after passing all quality inspections prior to release for distribution. The laser-routing process used in manufacturing of this generator is known to potentially cause conductive debris which cause excess current draw. No surgical intervention has occurred and no further relevant information has been received.

Event description:
Further information was received that the generator was received by the manufacturer. Product analysis has not been completed to date.